Event description:
Customer complaint: the machine is not giving correct readings. It reads responds "low" several times when her nurse friend uses her monitor it reads 135. They have used it against three machines and find yours defective after reading enclosed instructions.